Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from costa rica that during an unspecified surgical procedure, it was observed that the device lost strength while functioning in reverse. There was no delay to a surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report and has been updated as aug 23, 2005. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor power was too low. It was also observed that the device failed the check the power with test bench: min. 11 0 to 160 w pre-test. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.